Event description:
It was reported that patient was septic with an unknown origin of infection. The implantable pulse generator (ipg) system was removed because the infection would not clear. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.